Manufacturer narrative:
A product correction letter was sent to cell-dyn ruby customers who have instruments with the affected printed circuit board assemblies (pcbas). A mandatory technical service bulletin (tsb) was issued on all impacted cell-dyn ruby analyzers. The mandatory tsb instructs field service to replace the pcba pump relay board.

Event description:
Field service replaced the pcba pump relay board on the cell-dyn ruby analyzer per the technical service bulletin. There was no impact to patient results.